Event description:
The customer's spouse called and reported the customer experienced high blood glucose of 500 mg/dl and the symptom of vomiting. It was thought this may be due to infusion sets not working properly. The customer changed his infusion set upon getting home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.